Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported during an unknown procedure that the unit reads rf activation port not recognizing. Unable to test. The unit continues to run or does not run at all.

Manufacturer narrative:
(B)(6). Date sent: 5/3/2022 investigation summary per service manual operational and diagnostic analysis did not confirm the reported issues. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.